Event description:
It was reported to st jude medical that during follow-up, the pt reported having felt a "flip flop" in pt's chest a week ago. Upon interrogation, reproducible noise along with high lead impedance was observed. Subclavian crush was suspected. During x-ray, a lead fracture was seen and the decision was made to explant the lead system.